Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement with proglide devices were attempted bilaterally in a common femoral artery (cfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 8fr. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 12fr and 16fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a suture break occurred. A second and third proglide device were used with the same results. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.